Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Analysis indicated that the distal lv (low voltage) electrode of the lead was covered in blood. The analyst indicated that helix extension and retraction length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that the lead helix "would not extend in situ." No known patient involvement.